Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a left heart catheterization (lhc) via a radial approach. The 2.50x8mm trek balloon dilatation catheter (bdc) was being advanced over the guide wire when the shaft was noted separated in two pieces; therefore, the device was removed. Another nc trek was used to complete the procedure. There were no adverse patient effects and no significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.